Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (specific strength not reported). Subsequently, the device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on october 7, 2022.